Event description:
It was reported that the patient's device therapies were not fully recorded in a plot, an electrogram (egm) or text to show progression of the event. The patient is in ventricular tachycardia (vt) and the records show the patient receiving therapy 1, 2 and unknown for therapy 3, but that the total received is 6 therapies. There is no record of therapy 4, 5, or 6 on the plot, egm or text, but the patient states that 3 shocks were received during this episode. Inappropriate therapy was suggested. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6721m-50 lead (B)(6) 2014; 6721s-50 lead (B)(6) 2014. (B)(4).